Event description:
The tech found the CPR was not releasing the head of bed.

Manufacturer narrative:
The tech isolated the issue to too much slack in the CPR cable. He adjusted the CPR cable to repair the bed.